Event description:
It was reported that, "top two hybrid screws went completely through the plate. This was discovered during surgery."

Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental.